Manufacturer narrative:
The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No motor error alarm was noted. The motor was tested outside the device and passed motor test. The pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 438 mg/dl. The customer corrected the high readings with a bolus. The customer stated that the motor error occurred during basal. The customer stated that the pump was not exposed to a strong magnetic field or MRI. The customer stated that they were able to rewind. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.